Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG fault -501" error message. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device log indicated the device prompted a 0x501 maintenance alarm. The issue couldn't be reproduced during testing, which included daily, weekly, and monthly self-test, on/off current, patient and circuit impedance testing, internal inspection, and shock testing. As a precaution, the main board will be replaced as a precaution. The device will be recertified and returned to the customer. We can also understand from the log review that the device was in a red nvi state (not rescue ready) prior to this event. According to the logs, the device failed an automated self test days prior to the event. Analysis of reports of this type has not identified an increase in trend.